Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scoop communication error) occurs due to a failure of the image pickup unit, water tightness not maintained due to holes in the forceps channel, tip cover scraped, bending angle insufficient due to the elongation of the angle wire, poor insertion of the treatment tool observed in the forceps channel, poor brush insertion found in the forceps channel, liquid leakage observed in the light guide bundle, dirt on the illuminating lens difficult to remove due to handling (insufficient cleaning), insertion part serpentine crushed, coat of the insertion guide serpentine peeled off. (1mm2 or more), liquid leakage observed in operation unit, curved rubber adhesive missing, leakage observed on the up/down plate, and leakage found on the universal cord. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite bronchovideoscope exhibiting b30 scope communication error. In additional, upon inspection and testing of the customer returned device, the scope flexible tube coating was found peeling. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the coating which had peeled on the flexible tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to the stress exerted on the device from either repeated/long-term use, or from mishandling of the device. Olympus will continue to monitor field performance for this device.